Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call the patient reported that they had a problem charging their two ins batteries and got them explanted on (B)(6) 2024 because they did not work to charge. Patient stated that they already switched to another manufacturer's implant and wanted to donate the equipment. Agent emailed registration to update patient registration.

Event description:
Additional information was received from the patient (pt). They reported that they did not know the cause of the issue. Pt noted charging took forever and the belt was extremely cumbersome and they kept losing connection. Pt reported they returned their charging equipment to medtronic months ago.

Manufacturer narrative:
Continuation of d10: product ID: 97715, serial# (B)(6), implanted: (B)(6) 2021, product type: implantable neurostim ulator. Product ID: 97755-s, serial# (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.